Manufacturer narrative:
The subject device was returned for investigation and inspected. Based on the reported information, there was no ivl device malfunction. During the investigation, no issues were seen with the returned catheter. The cause of the pain and swelling/edema could not be definitively determined with the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave s4 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the popliteal artery. A total of 20 ivl pulses were delivered, during which the patient experienced leg pain. The physician proceeded to deliver a subsequent cycle of ivl pulses, but the patient declined continuation of ivl treatment due to pain. The procedure was completed using atherectomy followed by drug-coated balloon (dcb) angioplasty, with no reported patient harm. There was no ivl device malfunction reported. During treatment, the patient reported deep, aching pain with a severity of 7-8 on a 10-point scale. Additionally, the patient reported mild calf pain and bilateral leg swelling.